Manufacturer narrative:
The catalog number and lot code were not identified in the article. The device was noted as head, 32 mm, 0 offset (manufacturer unknown). Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported in bone joint j 2015;97-b:1024-30 on patient 11 in a study treated following metal-on-highly cross-linked polyethylene (mop) tha. Soft tissue lesions were noted on imaging and confirmed intra-operatively. Corrosion noted at the head-neck junction. Data recorded for patient 11: no perivascular lymphocytes; no lymphoid follicles; chronic inflammatory cell score 1; no perivascular neutrophils; zero total neutrophils; macrophage score 1; giant cell score 0; plasma cell score 1; eosinophil score 1; necrosis score 3; no necrotic debris surrounded by histiocytes; no granulomatous inflammation; metal particle score 0; bone chip score 1; synovial lining score 2; inflammatory infiltrate score 0; tissue organisation score 2; alval score 1.